Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the unit's keypad and flash memory on the cpu board. The unit was calibrated and safety tested to factor's specs.

Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No pt injury was reported.